Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed; however, a replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy. Customer's blood glucose was 277 mg/dl.